Manufacturer narrative:
The device was received for evaluation. During evaluation, the device alarmed system error 322. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The cause was identified to be lower auxiliary which requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum pump, the device had system error 322. No additional information is available.

Manufacturer narrative:
Correction: g3: date received by MFR: should be 10/13/2025 and not 10/21/2025 that was initially reported.